Event description:
Chronic fatigue, cognitive dysfunction, temperature intolerance, low libido, tinnitus, palpitations, night sweats, muscle twitching, vertigo, chronic neck pain, nail splitting, edema around eyes, gi issues, chronic cough, dysphagia, headaches, thinning hair, joint pain, neck pain. I was very healthy until the last 2 - 3 years when these symptoms started occurring. I can't pinpoint when each symptom occurred.